Manufacturer narrative:
This report is submitted on 16 january 2020.

Event description:
Per the clinic, the patient experienced skin flap issues at implant site and subsequently underwent surgery to replace internal magnet on (B)(6) 2019.